Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : device evaluated by MFR. Device evaluation: visual analysis of the returned device identified brown particles in the fill channel, a crease fold and an opening. A leak test was performed and an opening was found on the anterior. A microscopic analysis was performed which identified a punctured in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a puncture opening on anterior due to surgical damage like.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.